Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for high blood glucose levels for a week. The customer stated that she has not used the insulin pump since the event, but is still experiencing high blood glucose levels. The customer wanted to send her insulin pump to us to have it checked and sent back to her. The customer declined troubleshooting, and refused to provide any information regarding the hospitalization. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.